Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting poor communication screen on the 3037 programmer. Patient said they were not feeling stim and wanted to increase stim. Agent did not ask about the circumstances that led to the reported issue. Patient attempted communication with and without the antenna attached. Patient saw the poor communication screen with and without the antenna attached. The issue was not resolved through troubleshooting. Additional information was received from the patient. It was reported that the patient said that the replacement programmer did not resolve the issue. The patient saw the healthcare provider (hcp) and it was reported that the hcp wasn't able to communicate with the device as well. The patient said the hcp is going to arrange an appointment with the manufacturer representative (rep) to get device checked. No further complications were reported.